Event description:
It was learned through implant patient registry and medical records that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, one-month due to infected aortic root pseudoaneurysm. The explanted valve was replaced with a 25mm 11060a valve. The patient was taken to recovery post procedure and discharged pod #13. Per medical record, patient presented with infected pseudoaneurysm and underwent avr utilizing a 25mm 11060a konect resilia aortic valved conduit. Intraoperatively surgeon noticed the aortic root pseudoaneurysm extended underneath the right coronary artery into the rvot and had evidence of subacute infection including a large pocket of hematoma. Patient weaned from bypass and separated without difficulty, heart was decannulated and protamine was administered. Patient transferred in stable condition to ICU and discharged pod #13. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, one month due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.